Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced high blood glucose. Blood glucose level was 450 mg/dl at the time of event. The customer stated that, the infusion set was detached after extream temperture and humidity. The insulin pump will not be returned for analysis.